Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
The patient was doing the trial and thought the stimulation was helping a little bit but she thought one of the wires was infected. There was raised reddened area. This was noticed on friday. One of the wires came out and then went back in. It was not as sore now. It was noted that the patient would like to talk to the company representative but has missed the calls from them. Additional information has been requested to find out if any interventions was required and to obtain the outcome of this event. If additional information is received, a follow up will be sent.